Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The reported patient effect of intimal dissection is listed in the xience xpedition, everolimus eluting coronary stent system (eecss), instructions for use, as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was to treat a heavily tortuous, mildly calcified, distal left anterior descending de novo lesion that was 95% stenosed. Pre-dilatation was performed using two unspecified balloons (2.0x8mm and 2.75x8mm). A 3.0x15mm xience xpedition stent was deployed and an edge dissection occurred. An unspecified xience xpedition stent was used cover the dissection successfully and complete the procedure. There was no adverse patient sequela reported. No additional information was provided.